Manufacturer narrative:
Review of the device history record (DHR) and other quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She stated she went to the emergency room to have the remaining pieces removed. Consumer reported all pieces were removed and she is doing well.